Event description:
It was reported that t1 and t2 deployed at the same time. All t's were removed.

Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices received together in one box. There are two complaints related to one incident and each complaint has its own issue attached. They both report: ¿it was reported that t1 and t2 deployed at the same time.¿ these will be assessed together since they are not serialized. Upon receipt they were not identified back to either complaint number. Device #1 has no t¿s and no suture returned. This device shows signs of aggressive use. The delivery needle has been bent, bowed and twisted. The actuator has been sprung up out of the needle track. The device no longer cycles at all due to disfiguration. Device #2 had t1, t2 and suture returned. T2 and balance of suture were still located within the delivery needle track. This does not support the complaint wording ¿all t¿s were removed¿ from the patient. This needle is slightly twisted. This is indicative of difficulty with reaching the desired surgical location. The device cycled and actuated. The actuator rode under t2 due to the needle¿s twist. Both device conditions represent difficulty with reaching the desired tissue location. No root cause related to the manufacture of the device was established. No further investigation is warranted.